Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast augmentation revision with an unspecified mentor saline implant on the left breast, suffered left breast implant deflation and capsular contracture (baker grade unknown), post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2015. The replacement devices are the following: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 6918530 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 6918530 sn: (B)(4).